Manufacturer narrative:
Concomitant medical products: 5594 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cystoscopy approximately a week ago and is now currently admitted to the hospital for a reason unrelated to their implantable cardioverter defibrillator (ICD) system. While in the hospital the patient was found in the bathroom laying down and unresponsive with a low rate and low bp (blood pressure). CPR (cardiopulmonary resuscitation) was performed. An interrogation was done and showed that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. Recorded episodes showed a handful of r-waves and variability in r-waves for both paced and sensed events in both amplitude and moprhology. There are some instances that are consistent with loc (loss of capture). Occasional instances of vsp (ventricular safety pacing). The patient has almost no history of sic (sensing integrity counter)/oversensing, but records nearly 600 on a single day. There are occasional instances of r-wave double counting in what appears to be a true vt (ventricular tachycardia). A possible lead fracture or dislodgment of the rv lead is suspected. An experienced clinician performed extensive testing and was not able to reproduce any events similar to episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, an r-wave amplitude measurement issue, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.